Manufacturer narrative:
E1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the cutting wire broke at the initial output during a therapeutic endoscopic sphincterotomy procedure that was completed by replacing it with a similar device. There was no delay in the procedure, and no patient injury reported.